Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call of issues with the customer's serter releasing slowly. The customer's blood glucose at the time of incident was over 400mg/dl. The customer states the serter did not release set properly. Troubleshooting was conducted. It was found that the serter was been used properly. The customer was advised the serter would be replaced and if the bad serter was available, to return it for analysis.